Event description:
It was reported that there was atrial noise and oversensing observed on the electrogram. Small p waves were also observed and undersensing was confirmed, which caused intermittent gaps in the impedance measurements. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.